Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports the insulin pump was saying low but blood glucose was really high blood glucose value from reported event is 396 mg/dl. Sensor glucose value from reported event is 55 mg/dl. Sensor glucose and blood glucose difference is not within acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event: 90. Customer's outcome pertaining to the complaint: replacing sensor.